Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received information that customer saw insulin at the back of the pump/cartridge when the t:clip case was removed. Reportedly, insulin was accumulating on the back of the cartridge inside the case. Customer's blood glucose level was not impacted.